Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation. Clarification to b3 partial date of event: "may 2025" was provided.

Event description:
Healthcare professional reported "deflation¿. This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation¿. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed broken device assessed as surgical damage, an opening assessed as cracked valve seat diaphragm valve and missing piece of shell assessed as inconclusive. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.